Manufacturer narrative:
G4: 22jul2020. B4: 28jul2020. The central processing unit (cpu) was returned to failure investigation for evaluation. Visual inspection revealed no anomalies. The failure investigation (fi) technician installed the returned cpu assembly into known good test ventilator unit. The united was booted up in normal operation mode and check for alarms and errors. The fi technician found no failures and did not find any restart behavior occurring during cycle testing. The reported issue was not able to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12march2020.

Event description:
It was reported that the unit restarted while in use. The device was in use at the time of the event; however, there was no patient harm or medical intervention reported other than a subsequent ventilator change. The respiratory therapist was able to continue the patient on the unit initially but later swapped out the unit.

Manufacturer narrative:
G4: 25mar2020; b4: 06apr2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse checked the error logs and found the unit declared a system restart. The fse replaced the central processing unit (cpu) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.